Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. Although the grip were able to separate, there was some unusual, white colored residue at the end of the blades. Failure analysis concluded the damage was likely due to improper cleaning. An additional finding was various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .060 - .170 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during reprocessing, the jaws of a monopolar curved scissors instrument would not open when they tried to clean them. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.